Event description:
A customer obtained the error message, "replace sensor", while wearing the adc freestyle libre 2 sensor, at the ¿end of (B)(6)¿. As a result, the customer experienced sweating and had a loss of consciousness. However, the customer was able to self-treat with an injection of glucagon. There was no third-party medical treatment provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is per the customer report of "end of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.